Event description:
The caller stated the hinge broke and the door is cracked on a warmflo irrigation pump. The model was not specified.

Manufacturer narrative:
There is no device returning for failure investigation. The model and serial number is unknown. The manufacture's directions for use states under preventative maintenance: monthly, the user should: examine all exterior surfaces for cracks which may occur (e.g. Due to use of improper cleaning solutions). If cracks are observed, remove the automatic pressure infusor from service and replace the damaged part(s).